Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code and lot number of the device available? What were the indications for surgery? Can you please confirm the surgical procedure being performed and how the circular stapler was used for the procedure? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the specific type and what was the result? How many days postoperative did the leak occur? How was the leak identified? How was it determined that the staples were not properly formed? Can more information be provided on the shape of the malformed staples and specific location? What is the current status of the patient?

Event description:
It was reported that post-op of a hysterectomy the patient presented with an anastomatic leak. Upon investigation the colorectal surgeon reported that the staples did not properly form.